Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer could not confirm whether the scope was pre-soaked. During manual cleaning, the customer reports there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water and the air/water nozzle was flushed with detergent solution. The customer reported all external surfaces were wiped or brushed with clean, lint-free cloths/brushes/sponges. During functional testing, the reported issue was confirmed. There was a low level of output light from the light guide lens. This issue was caused by breakage of the light guide bundle. The light guide bundle was also slipping down which caused the light to be uneven. Functional testing also showed the device was not water-tight due to a pin hole in the channel. In addition, an instrument could not be inserted into the channel due to a dent. The air/water nozzle was clogged with foreign material and did meet with water removal ability specifications. The up/down knob had excess play and the bending angle in the up direction did not meet with specifications. Both directional issues were caused by a worn angle wire. The distal end was corroded; this prevented electrical continuity. Finally, the image that was produced was rough due a damaged charge coupled device. Visual examination found the following issues: the connecting tube was discolored and buckled; the light guide lens was cracked; the forceps channel port was sheared; the image guide protector was damaged; the suction cylinder was sheared; the control unit had corrosion due to water leakage; and the bending section cover adhesive was chipped with a cloudy area. Examination found the connecting tube and the universal cord protector were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope was dark in the distance and the light was weak. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle, the control section, universal cord, and connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.